Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade IV on left side, device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.7 , h.6. Device photographs for the device related to the reported event of capsular contracture were reviewed on dec 01, 2020. The photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported capsular contracture baker grade IV on left side, device remains implanted.